Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No button error alarm noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, scratched on the reservoir tube window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she is out of town in mexico on vacation and her buttons were not working. Customer took the pump off and went to take a shower. Customer stated that when she came back, the pump was alarming. Customer's recent blood glucose was 124 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.